Event description:
Canon USA, inc. Received a report that intermittently one of the images acquired on the cxdi-70c system is blank. The problem is occurring with version 1.40.2.0 ne software.

Manufacturer narrative:
Canon inc (B)(4) issued version 2.0 cxdi control software ne to address this issue.